Event description:
High lead impedance measurements, (B) (6) 2009 11:30. There has not been any issue with the device at once a month follow up checks since the device was implanted at the replacement on (B) (6) 2009 to the follow up check held in august. At the follow up check for sept, ventricular lead impedance was measured as 3000ohm, which brought up the suspicion for the lead to be incompletely fractured. The pt was hospitalized and the operation to replace the lead was carried out on the (B) (6) (it has not been confirmed, however, there has been a report that the pt fell down at the hospital and hit the chest hard.) When the pt entered the operation room, the pacemaker was functioning normally as ddd 65, and the ventricular lead impedance was measured as 500ohm to 600ohm. Since the left subclavian vein was found to be blocked through eth x-ray image, a new lead was inserted into the pt from the right side of the body. The pacemaker pocket was opened and the lead was checked; however, no anomaly was found with the lead. To be on the safe side, a new pacemaker (sorin facil (B) (4)) was implanted and the original ventricular lead was connected to its ventricular port. A cap was put on to the newly implanted ventricular lead, and it was left being implanted as a spare lead. Physician's comment this issue is considered to be caused by the setscrew at the pacemaker header being loosened by some causes. However, please investigate the device to make sure with open possibilities for other causes which might have caused the issue.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to reply models approved under (B) (4). Analysis is pending.